Manufacturer narrative:
After further investigation was performed, per a good faith effort (gfe), it has been confirmed that one screw was broken. The device was still able to be held by the stand with the damaged screw attached. The device has an o2 fitting attached to the device holding it to the stand. The second screw held strong with no issue. The damaged screw was replaced to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices power head is wobbly on the stand, soon to fall off. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The hospital mechanical engineer (me) evaluated the device and confirmed that some rubber feet were missing from the stand. The rubber feet were replaced to resolve issue. Ventilator is locked into place very well. Return to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Additional information is being requested regarding use. If/when additional information becomes available a follow up emdr will be submitted.